Event description:
The complainant stated that the right foot siderail has fallen off the bed.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the investigation is complete.